Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of forceps channel malfunction was not confirmed. In addition to evaluation in b5, due to wear of lock engagement lever, up/down knob cannot be locked securely. Air/water cylinder had discoloration. The grip had a scratch. The scope cover had a chip. Due to a pinhole on channel tube, water tightness was lost. The distal end was deformed. The objective lens had a scratch. The adhesive around light guide lens had wear. The adhesive on bending section cover had wear. The connecting tube had a scratch. Due to wear of angle wire, bending angle in down/right/left direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, the play of right/left knob was out of the standard value. The ultrasonic probe was loose. Channel tube had a scratch. Universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced infiltrated. There was no report of patient harm associated with this event. During incoming inspection, there was peeling of ultrasonic probe surface due to physical load. Also, dirt entered the inside of the lens through gaps and gaps in the adhesive at the tip. There was a gap between the acoustic lens and ultrasound probe. The malfunction occurred due to physical stress from dropping and or knocking the part against a hard surface/object and applying a chemical stress during cleaning/sanitization process. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process and wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: [warnings and cautions]. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.